Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a call from a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia. Coolsculpting treatment on a single day to the upper and lower abdomen occured with an unknown applicator. The patient first noticed symptoms approximately two months after treatment.

Manufacturer narrative:
Continued a6: race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2021 using the cooladvantage c150 elite system applicators, who developed paradoxical hyperplasia (ph) after treatment.